Manufacturer narrative:
Final analysis confirmed the report of sensing anomaly and failure to retract helix. The inner coil was shorted against the inside of the connector ring due to overtorgued consistent with procedural damage. The shorting found in this location likely caused the sensing anomaly detected during the implant. After cleaning and cutting the lead and applying torque directly at the inner coil, the helix could be extended and retracted. The full helix length was within specification.

Event description:
It was reported that the patient presented for a system implant. During the procedure, the physician was unable to get acceptable numbers for sensing on the right atrial lead. The lead was repositioned and the helix would not retract. The lead was removed and a new ra lead was implanted. The patient was stable post procedure and will be monitored.